Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device on maintenance mode, preventing nurses from removing the required medications and resulted in delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed to communicate with the server. A technical support specialist (tss) changed the ip to 10.5.8.8 because the system was showing a duplicate ip on 10.5.8.5. The tss tested the connection and confirmed that remote access worked properly. The issue was identified as an ip conflict caused by the tunnel using the same ip as the machine, and the change resolved the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device on maintenance mode, preventing nurses from removing the required medications and resulted in delay. There were no adverse events or injuries reported based on this event.